Event description:
It was reported that the insulin pump alarmed no delivery. The customer's mother stated that the insulin pump was rewound and the site was changed. The call was dropped in the middle of a prime attempt. The blood glucose reading was not available. Unable to reach the customer, as the contact information had not yet been pulled up. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.